Manufacturer narrative:
Section: h3, h6: the device, intended for use treatment, was returned for evaluation. A visual inspection confirms one of the cutting block post tabs has fractured off. The broken piece was not returned with the device. There are also burrs and gouges in the metal. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, a chunk of metal is missing from the a/p block knob is located is a journey dcf ap fem cut blk 7. As this was noticed in a non-surgical environment, there was not any patient involved.